Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Analysis of the extension serial# (B)(4) found outer insulation to be ok but conductor wires bent 6.8 cm from proximal end.

Event description:
Information was received from a manufacturers representative regarding a patient who was implanted with a neurostimulator for parkinsons dual and movement disorders. It was reported that upon moving extension from packaging, there was a significant bend in the proximal end. It was added that the physician did not feel comfortable using it and ended up using an existed extension the patient had implanted by tunneling it below the patients rib cage. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.